Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that "the" they experienced low blood glucose . The customer blood glucose level was 50 mg/dl at the time of incident. The customer did not provide any information regarding symptoms and treatment of their low blood glucose. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to the back-up plan. The insulin pump will not be returned for analysis.